Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis

Event description:
It was reported that during a vats small thoracotomy procedure, a metallic sound was heard during use. When the device was activated after it was removed from the patient's body, the blade was broken off. No pieces were left inside the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient. The customer disposed of the device.